Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) alerts had been previously turned off because the patient is on hospice. At a clinic visit it was noted that the ICD header was exposed through the skin. An infection was also suspected. The ICD was explanted, and the patient¿s rv lead was cut/capped. No further patient complications have been reported as a result of this event.